Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2012 due to the lead was not capturing and sensing. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).